Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the patient experienced a fall on (B)(6) 2018 and experienced a head injury and since then the patient has been having sudden incontinent. The consumer decided turn stimulation off at this time as the patient no longer needed it. No further complications were noted or anticipated.